Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that there was no known damage to the keypad; however, there was moisture noted behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a crack visible near the top corner of the display and moisture visible behind the display lens. During testing the pump powered on with a blank display screen. Performance testing of the complaint was unable to be completed due to the blank display. The keypad was removed and no damage was observed to the button contacts. The pump was opened and moisture damage was observed on the printed circuit board.